Manufacturer narrative:
Additional information: on (B)(6) 2017 the biomedical engineer reported by phone that the device had a slide clamp issue and a piece of key was stuck in keyhole and removed. There was no record of having air in line alarms and once key was removed it was returned to service and will no longer be returning for service. The service history record review was completed and revealed no findings that could have contributed to the current complaint. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were not reproduced during evaluation. Air in line alarms were verified through a review of the event history log. Visual inspection found a cracked ultrasonic sensor tail pins which was determined to be the cause of the alarms. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.